Manufacturer narrative:
1. Production process review: we reviewed the production records of the subject batch and confirmed no abnormalities during production. The investigation was carried out in terms of personnel, equipment, materials, process and environment: 1) personnel: all production staff have received professional training and are certified for work. No operational errors occurred, so this factor can be excluded. 2) equipment: the products are assembled by automatic assembly machines. Daily routine inspection is performed on all production equipment. The machines are equipped with air-blowing units to detect lumen clogging of hypodermic needles and automatically reject defective products. Inspectors verify the detection function before each shift, and production commences only after normal operation is confirmed. This factor can be excluded. 3) materials: no changes were made to raw materials, so this factor can be excluded. 4) process: the production process remained unchanged. During and after siliconization, continuous air blowing is applied to needle tubing to prevent clogging caused by silicone oil. This factor can be excluded. 5) environment: products are assembled and manufactured in a clean room. This factor can be excluded. 2. Retained sample testing: ten retained hypodermic needles (batch no.: ckde11-01, specification: 25g*1 1/2'' (0.5 mm×38 mm)) were sampled for testing: visual inspection: the needle tubing is straight and sharp. All components are intact without foreign matter. Five samples were tested for lumen patency in accordance with iso 7864:2016, and all results complied with the standard requirements. Another five samples underwent simulated clinical aspiration and injection tests. All samples were unobstructed with no clogging. 3. Customer returned sample testing: on (B)(6) 2026, we received 13 unopened sterile hypodermic needles returned by the customer (batch no.: ckde11-01, specification: 25g*1 1/2'' (0.5 mm*38 mm)). Immediate tests were conducted as follows: visual inspection: the needle tubing is straight and sharp. All components are intact without foreign matter. Seven samples were tested for lumen patency in accordance with iso 7864:2016, and all results met the requirements. Another six samples were tested via simulated clinical aspiration and injection. No clogging was found in any of the samples. 4. Root cause analysis: based on the above investigation and limited feedback from the customer, we have summarized the potential causes preliminarily as follows: medical staff may directly puncture medicine vials with the hypodermic needle to draw medication. Rubber stopper debris may enter the needle lumen during puncture and result in clogging. The problem may arise from the use of high-concentration steroids, suspensions or oleaginous preparations. Such pharmaceuticals are highly viscous. If suspensions are not fully mixed, undissolved particles are likely to block the needle and stop liquid flow.

Event description:
Customer had multiple needles that were clogging with this lot.